Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation and metallurgical analysis were performed for the subject device. The subject device was received with the threaded part of the connection screw broken off. The chemical composition of the screws was tested. The screws were found to be made of stainless steel and can be compared with the material 1.4301. This steel used for surgical instruments is an austenitic stainless steel. The dimensions of the investigated screws were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer. The thread diameter of the screws was 3.93 mm at the shaft and the diameter of the cannulations was 2.58 mm. Macroscopic examination of the subject device was performed. The fracture characteristics are macroscopically visible and indicate torsional breakage. When examining the two fracture surfaces of the screws (screw 1 / screw 2) using sem, the initial fracture area and the fracture behavior were identified. In each case, the crack started at the circumference of the core diameter of the screw and ran into the material. At higher magnification, dimples were observed at the crack propagation zones. Shear dimples were detected for the remaining fracture surface of both screws. The direction of the shear dimples of screw 1 indicate, that the failure occurred during loosening (counterclockwise rotation) of the instrument. On the other hand, the direction of the shear dimples of screw 2 showed that the instrument broke during tightening (clockwise rotation). Sem observations and findings showed that the screw failures were caused by torsional overloads. In conclusion, based on the topography of the fracture surfaces, it can be concluded that the screws were subjected to high torsional loads. These torsional loads led to the forced fracture of the screws. The screws* could not resist the applied force which finally led to the material overload. We found no evidence of material or manufacturing defects. Clarification: the report speaks about screw 1 and 2, both connection screws are part number 338.310 with lot 8331356. As both parts were sent back together it cannot be defined which screw belongs to (B)(4). Complete rms investigation report is attached at complaint level. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the instruments were received visually clean but broken. According to the complaint report the insertion of the dynamic hip screw (dhs) was performed without the centering sleeve (article (B)(4)) whereas the surgical technique guide includes the centering sleeve. The centering sleeve provides more stability between the wrench and the dhs screw and could reduce the risk of breakage of the connection screw. Nevertheless, based on the provided information, the material and the low occurrence rate a design related issue can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that there was an undisplaced intracapsular fracture in an elderly patient late 70's - 80. Inserted the dynamic hip screw guidewire and the antirotation guidewire into femoral head. Measured then chose the right length screw. No tapping was conducted as the patient had soft bone. The screw was inserted into the femoral head without the centering guide or plate during the one-step insertion method. A click was then heard during the end of screw insertion. The surgeon thought it was the femoral neck breaking but realized at this point that the guidewire had bent and the head was rotated so he had lost his reduction. He then realized that as he turned his t-handle, the screw was neither advancing nor reversing. And then he tried to undo the screw with the handle and discovered the end of the connection screw tip was broken. The patient then had to have a hemi arthroplasty instead which caused additional trauma and complication to the patient. The weld on the t-handle was broken during the attempt to reverse the screw. The handle was able to be reconnected and put back into the set. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis an evaluation was performed on the returned device. As per received condition of device; outside thread on one side of the connecting screw broke off. Outside thread of the connection screw is completely abrupt. The broken part stuck in the inside thread of the dynamic hip screw (dhs). Core diameter of the outside thread from the connecting screw is no longer measurable. Raw material from connecting screw is not heat treated. Visible damages on the dhs-screw indicates an incorrect handling. Due to the damages on the dhs-screw, a mishandling of the connecting screw cannot be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Age reported as 70's ¿ 80. Device is an instrument and is not implanted/explanted. (B)(4) used for the patient having a hemi arthroplasty instead which caused additional trauma and complication to the patient. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.